Event description:
Customer called to report a car drove past and ran over the pump. It was stated that the customer was wearing the pump while they were jogging, the belt clip snapped and the pump fell to ground. Additionally, stated that the device was completely damaged.